Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient had been trying to recharge their ins when they saw the power on reset (por) screen. The patient's therapy had stopped due to the por. The patient was walked through clearing the por which was successful. It was noted that the patient had an x-ray three or four months ago unrelate to their device or therapy, but could be related to the por. The patient's therapy was turned back on and they noted they could comfortably feel the stimulation. In that same timeframe of three to four months prior, the patient had been having difficulty charging their ins and had seen the "doctor screen" displayed on their recharger. The patient noted that they had been experiencing pain in the last three or four months but said it was not as severe as what they thought it would be if their device was off. A replacement antenna was being sent to the patient to aid in their charging issues. This was not an out of box failure and no further complications were reported or anticipated.